Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a return of his tremor. The implantable neurostimulator was turned off but the pt's wife turned it on. Additional info has been requested, a f/u report will be sent if additional info becomes available.